Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation of returned guidewire revealed core wire breakage at proximal of middle brazing, coil wire was elongated and tangled but not separated to two, guidewire was in one unit up to the distal end. Initial event was reported as "1cm retained", which was thought to be discrepancy with the returned guidewire. Collection of additional information through the overseas local distributor resulted to confirm that the event was the coil elongation without device separation. Lot history review revealed no anomaly relating to the reported event in the production and inspection record. No other similar product experience report was received for this lot. All shipped products are inspected in the production process for meeting their product specification and releasing criteria. Based on the reviewed information, there is no indication of product deficiency. Based on the obtained information and the outcomes of the investigation of the returned devices, it is inferred that the guidewire was trapped in the lesion at ata during attempt to cross, where rotational manipulation was made to the guidewire, accumulated force exceeded the product design limit, resulting the breakage of the core wire. Along with removal , coil elongation followed but the guidewire was removed out without separation. Warning section of the IFU describes: if resistance is felt due to spasm, bending of the guidewire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guidewire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720°) in the same direction. And separation or breakage of the guidewire, as one of the possible malfunctions and adverse effects.

Event description:
Reportedly, angiogram showed two tandem significant stenosis of distal sfa. The anterior and posterior tibial artery was totally blocked. A microcatheter to peroneal artery with retrograde attempt to the distal occluded anterior tibial artery by multiple wires via the distal stump of anterior tibial artery but failed. A microcatheter was introduced to the peroneal artery with retrograde attempt to the distal occluded anterior tibial artery with several wires including the subject guidewire via the distal stump of anterior tibial artery, but all failed. Among the used guidewires, subject guidewire was reportedly seen "broken" and about 1 cm length is retained in the upper part of right lower limb in the region of proximal anterior tibial artery territory. Physician pulled the microcatheter and subject guidewire as a whole after he thought the system was trapping inside the lesion. The nurse found that the guidewire was deformed in the way that the spring coil separated from the core wire,